Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date of may and june; further described as "the end of may and beginning of june, 2024". D4: the lot number is unknown, therefore, only a primary di number could be provided. G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: the devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice automated pd set with cassettes were missing caps. This was noticed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.